Event description:
A customer contacted beckman coulter inc., (bci) regarding a liquid leak near the reagent carousel in an access 2 immunoassay system. There were no reports of injuries to users or exposure to hazardous liquids.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found vacuum pump to be not performing to specifications. The fse replaced vacuum pump and verified system performance to published specifications. The fse pro-actively replaced wash tower vacuum solenoid. Hardware has been determined to be the root cause.